Manufacturer narrative:
The customer reported that the laser did not fire with the system. The timing of the event and patient impact are unknown. Additional information was requested but none has been received. The company service representative examined the system and found that the laser interface printed circuit board (pcb) was burned out. The laser interface printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on march 16, 2017. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause can be attributed to a nonconforming laser interface printed circuit board (pcb). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a laser system would not fire. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.